Event description:
It was reported that shortly after an elective replacement of the right ventricular lead, the patient developed a hematoma at the device site. The patient was returned to the operating room for a pocket revision. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.